Event description:
The customer stated that they received an erroneous result for one patient sample tested for cedia gentamicin ii (gent) on a c502 analyzer. The patient was a premature infant. The sample initially resulted as 8.0 ug/ml and this value was reported outside of the laboratory to the pharmacist. The pharmacist did not believe the result, so he requested a repeat of the sample. The sample was repeated, resulting as 1.1 ug/ml. The repeat value of 1.1 ug/ml was believed to be the correct result and it was reported outside of the laboratory. The patient was not adversely affected. The gent reagent lot number was 70695874, with an expiration date of 11/30/2016. The field service representative could not determine a root cause for the issue. He checked the analyzer fluidics and optics. He ran precision studies.

Manufacturer narrative:
Investigations have determined that the used gent reagent is not labeled for use on the c502 analyzer. There was no indication of a problem with the analyzer.